Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 15mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atm. After that, the procedure was continued with a new 10mm of the same size. The procedure was completed with another of the same device. No complications were reported.